Manufacturer narrative:
The reported complaint was confirmed the field service representative (fsr) spoke with the manufacturer's technical support specialist who reviewed the data logs and found that the issue pointed to the ccm. The fsr duplicated the reported complaint when handling the fuse holder wires. It was found that there was a poor connection between the fuse holder and the fuse. The fuse holder was adjusted and the issue resolved. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) monitor rebooted unexpectedly. There was no patient involvement.